Event description:
It was reported that the patient came to the hospital with withdrawal symptoms. After emptying the reservoir, the pump was filled with a defined sum of fluid and the amount of fluid was checked two days later. The physician did this test twice: he chose a daily dose of 0.5 ml/day while the noted daily dose were about 1.25 - 1.5 ml/day after aspiration (to control the sum of transported fluid); a medical overdose was indicated. The pump was replaced. Patient outcome was noted as "ok".

Manufacturer narrative:
Analysis of the pump revealed no anomaly, normal device function.

Event description:
Additional information: it was reported that the "expected volume was 33 ml and it was less than 30 ml". It was "unknown if the proper refill needle/kit was used, because the pump was always filled in another hospital". It was noted that "the pump was empty". The physician filled the pump and controlled 2 days later. The physician emptied the pump to control the volume. The drug was msi; concentration unknown; the daily dose was 3,4 mg/day and 1,2 mg/day for testing the transported volume. It was pure msi no mixture. The cause of the overdose was unknown. The device was explanted and a device from another manufacturer was implanted. The sequence of the events was unclear.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.